Event description:
Per operative note dictated by md in evening: "we used a pedal access kit over ultrasound and gained access to the anterior tibial artery. That flushed blood back, but we were unable to track either a v-18 wire or a command wire, as well as our wire. Of note, the tip of the v-18 wire broke off. This was confirmed to be in the subcutaneous tissue, in the soft tissue and not in the vessel, with angiography." The v-18 wire was noted to missing 3cm of the tip in the safe report.